Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer changed all of the pump's supplies after the alarm. The customer's blood glucose (bg) level ranged from not being impacted to 300 mg/dl. An insulin injection was used to address the high bg level.